Event description:
The pt experienced a shocking sensation in her upper back and into her neck on sunday. The shocking lasted all day and was very uncomfortable. It may have started from the stove. Movement did not cause stimulation changes. An x-ray confirmed that the lead had moved and/or was broken. The pt programmer indicated that her stimulation had been off. It was noted that her stimulation pattern was upper back and left arm. Add'l info has been requested.

Manufacturer narrative:
(B)(4).